Manufacturer narrative:
An artivion employee received an email on 17 sep 2025 stating: ¿I have a patient who had an on-x valve implanted in 2021 who presented with a cva in 2025.¿ no additional details were provided, including the valve position (aortic or mitral), type of stroke (hemorrhagic or occlusive), or any other medical information. Multiple attempts were made to obtain further information without success. The device history record (DHR) for the implanted valve could not be reviewed as no valve identifiers were provided. In the absence of medical records or clinical data, the patient¿s condition, anticoagulation compliance, and other potential contributing factors could not be assessed. Without corroborating documentation, a thorough evaluation of the circumstances surrounding the event is not possible. The instructions for use (IFU) state that ¿selection of anticoagulation or anticoagulation/antiplatelet regimen is based on the particular needs of the patient and the clinical situation,¿ as anticoagulation management must be individualized by the treating clinician. Because the type of stroke was not reported, it is unknown whether the event was thromboembolic or hemorrhagic. Thromboembolism is a recognized potential adverse event and occurs at a historical rate of approximately 1.6 % per valve-year for mechanical aortic valves (iso 5840). Hemorrhagic events occur at a similar historical rate. With the limited information available, it cannot be determined whether the valve contributed to the occurrence of this event. The investigation is limited by the lack of valve identifiers, medical records, and clinical data. The device could not be verified through DHR review, and patient condition, anticoagulation compliance, and other potential contributing factors could not be assessed. While thromboembolic and hemorrhagic stroke are recognized risks for mechanical heart valves, there is insufficient information to determine whether the device, patient factors, anticoagulation management, or a combination of these contributed to the reported event. The risk management and usability engineering file for the on-x heart valve was reviewed and found to be adequate. The device history record (DHR) for the implanted valve could not be reviewed as no valve identifiers were provided. In the absence of medical records or clinical data, the patient¿s condition, anticoagulation compliance, and other potential contributing factors could not be assessed. Without corroborating documentation, a thorough evaluation of the circumstances surrounding the event is not possible; thus, severity and occurrence is not evaluated. No updates to the risk management file are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A root cause for the event could not be established. The investigation is limited by the lack of valve identifiers, medical records, and clinical data. The device could not be verified through DHR review, and patient condition, anticoagulation compliance, and other potential contributing factors could not be assessed. While thromboembolic and hemorrhagic stroke are recognized risks for mechanical heart valves, there is insufficient information to determine whether the device, patient factors, anticoagulation management, or a combination of these contributed to the reported event. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 17sept2025 from artivion cardiovascualr product manager, I am submitting this complaint based on the attached email forwarded by customer service. It appears to be a cardiologist out of (B)(6) reporting a cva in an on-x aortic valve patient. There is no other information provided other than the contact info for the cardiologist. Mutliple attempts to obtain additional information have gone unmet. This investigation is relegated to on-x aortic unknown, serial number: unknown with the allegation of patient experiencing cva.